Manufacturer narrative:
Per a review of the complaint file, the purge cassette did not leak. The initial report was sent in error, a malfunction did not occur. Retracting the initial report. H6: added a25

Event description:
It was reported that a patient implanted with an impella pump experienced a hematoma at the access site. The hematoma was resolving and the patient was in stable condition. Impella support continues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.